Event description:
The customer reported receiving erratic troponin I (accutni+3) results for one patient sample on two instruments in the laboratory. The patient sample was initially tested on a standalone access 2 immunoassay system; an accutni+3 result above the laboratory's critical level was generated. The customer has a reflex protocol in place in which all samples that generate results above a critical level are automatically rerun. The reflex rerun result was lower than the initial result; the patient sample was retested multiple times on the same instrument and on the laboratory's access 2 immunoassay on a unicel dxc 600i synchron access clinical system. The subsequent accutni+3 results generated were greater than and less than the laboratory's critical level. This MDR reports the results received on the access 2 immunoassay section of a unicel dxc 600i synchron access clinical system; please see MDR 2122870-2014-0040 for the results received on the standalone access 2 immunoassay system. The customer stated a result below the critical value was reported outside of the laboratory. There was no change to or impact to patient treatment. The access 2 of the unicel dxc 600i synchron access clinical system had been calibrated on (B)(6) 2014 with access accutni+3 calibrator lot 332160. All system parameters (including quality control results, calibrations, system check, and precision run) were within assay and instrument specifications. The sample was collected in a lithium heparin plasma separator tube and was centrifuged at 3200 rpm for ten minutes.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. The cause of erratic accutni+3 results could not be determined with the supplied information. Associated MDR: 2122870-2014-00440.